Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 and h6 (removed health effect - clinical code 1912 and the related health effect - impact codes 2199, 4644 respectively) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the pump did not need to be suspended for the low. What led up to the low was going to the gym. Customer turned off the pump and ate glucose tablets, chocolate bar, and gummy bears to treat the low. Glucagon was not used. Customer declined further troubleshooting. Pump was used within 48 hours of the low. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an alert change sensor and low event and the pump was not suspended. The customer reported blood glucose value of 79 mg/dl. The customer reported hypoglycemia, hypoglycemia, hypoglycemia treated with no treatment, glucagon, glucose/carb intake. The event involved product(s) mmt-431ag, mmt-7040a, mmt-342, mmt-1884l. Troubleshooting was performed. Customer was using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. The customer will continue use of the device. No product return is required for mmt-431ag. No product return is required for mmt-7040a. No product return is required for mmt-342. No product return is required for mmt-1884l.